Manufacturer narrative:
Document review: amistem h femoral stem size 1 lat - ref. (B)(4)/ lot 124511 (50 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, include washing and sterilization cycles. Fifteen stems belonging to this lot have been already implanted and no other incidents have been reported up to now. The lack of the broach size 1 was considered by the surgeon a factor in the problem occurred and this happened probably due to a mistake made by the agent responsible of the kit of instruments and to the fact that the operating room personnel did not correctly checked all the instruments at disposal before starting the surgery.

Event description:
Ref imp # (B)(4).